Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ern. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ern earlier than previously estimated.

Event description:
Boston scientific received information that a routine one year follow up the pacemaker showed a longevity estimate of less than 0.5 year. The previous longevity estimate was 3.5 years, and it was noted that no changes were made to the device settings during this time frame. As a result of the remaining battery and sharp decrease in longevity observed, premature battery depletion was alleged. Disk analysis was provided to engineering where it was determined that this device was operating normally; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. This was found to be due to changes in the patient's impedances data subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No adverse patient effects were reported.